Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the arrow buttons of the insulin pump were pressed harder to work. Customer¿s blood glucose level was unknown. Customer stated that the crack around threading of battery compartment making very difficult to change out battery without creating more damage and had to change batteries in less than 7 days. Customer also stated that the insulin pump had unexplained no delivery alerts and light not working. The insulin pump will not be returned for analysis.